Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer experienced high and low blood glucose levels, and the insulin pump alarmed motor error twice during a bolus attempt. The blood glucose reading was 443 mg/dl. The customer stated that earlier in the day, her blood glucose reading was 32 mg/dl, which she treated with ice cream. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.